Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device, which prevented the customer from obtaining glucose readings. Consequently, the customer experienced symptoms including shaking and "heart racing". Additionally, the customer stated, they need the sensor to function properly so they can accurately dose insulin using their ilet device as part of their self-treatment. There was no report of death or permanent impairment associated with this event.